Event description:
A facility reported that a child experienced staining and blistering of the oral cavity after a transesophageal echocardiography for a ventricular septal defect. No medical treatment was provided for the symptoms. The physician stated that the patient had a good appetite and did not express pain or hurt. The patient recovered and was discharged. The probe used for the procedure (tee) is manufactured by aloka and was allegedly disinfected in disopa. The hospital reported that the suspected cause of the staining was thought to be due to friction of the tee probe with the oral cavity; it was stated that often the bite block came off from the patient. It was reported that probe covers were used; however, the exact cover is unknown. It is suspected that the probe material is polyester and/or polyurethane. It is unknown if the patient has any allergy or sensitivity to the probe cover material. The probes were manually processed by precleaning with water prior to soaking in a tray with disopa for disinfection and rinsed with running water. The facility clarified that they have tee probes for children and adults. The staining issue is related to the child and there are no staining reports for adults. There are two different departments in the hospital for cleaning and processing the probes. The hospital reports that the procedure of the probes for the child are not always properly performed. The hospital suspects that the stain appeared because it was not rinsed well.

Manufacturer narrative:
Ni.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution for the problem code of hr-mucous membrane contact did not reveal a significant trend. Batch record review for the disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for hr- mucous membrane contact is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. There was no product returned and the lot number was not available for retain evaluation. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa solution is similar to cidex opa solution sold in the united states. The cidex opa solution (same as disopa solution) instructions for use (IFU) has special instruction for tee probe processing. Follow the probe manufacturer recommendation such as use of a sterile protective sheath when performing tee. As indicated in the IFU, failure to follow rinsing instructions exactly has resulted in reports of staining to the mouth, throat, esophagus and stomach. For manual process disinfection, immerse the device in cidex opa solution for a minimum of 12 minutes at 20°c (68°f). Remove the device from the solution, thoroughly rinse by immersing it completely in large volume (e.g. 2 gallons) of water for a minimum of 1 minute in duration, unless otherwise noted by the reusable device manufacturer. Manually flush the device with large volumes (not less than 100 ml) of rinse water. Remove the device and discard the rinse water. Always use fresh volumes of water for each rinse. Do not reuse the water for rinsing or any other purpose. Repeat the procedure for 2 additional times, for a total of 3 rinses, with large volumes of fresh water to remove cidex opa solution residues. Excessive soaking of the probes (e.g. Longer than an hour) during hold and/or not rinsing three times with a fresh quantity of water each time as described in the IFU, may result in residual cidex opa solution remaining on the device, the use of which may cause staining, irritation or chemical burns of the mouth, throat, esophagus and stomach.